Event description:
In 2002, the pt underwent an anterior cervical discectomy and allograft. The pt developed dysphagia with wound dehiscence and drainage several months later in 2002, exploration of the pt's neck revealed several screws had backed out of the clip plate. Upon this discovery, the hardware was removed.